Event description:
While trying to retrieve a tulip filter with a retrieval system, the physician hooked the filter with the snare. Then when he pulled the sheath over the filter. The pin vise on the back of the filter system broke off. At this time, the snare broke free from the black catheter that covers it and came out of the black catheter. The filter is still in the blue sheath. When the snare system broke, the physician pulled the whole system out immediately. The pt is doing fine.

Manufacturer narrative:
Evaluation: still under investigation.